Manufacturer narrative:
Device evaluation: no findings were observed in the testing of the e-gurney which passed all applicable testing procedures. The most likely cause of the experience the operator had with moving the stretcher is the result of the brake locking mechanism not able to be engaged or disengaged if there is force being applied to the stretcher at the same time that the brake pedal is pushed down. User manual states: "to engage the brakes manually with the gurney battery on, push fully down gently on any one of the caster pedals as shown below. All casters will "brake" if battery provided gurney has power from battery going to it. The red label indicator will be visible to show brake is on." (B)(4).

Event description:
The nurse pulled back on the gurney, the wheels unlocked but on apparently stuck; since the gurney was attached to chamber there was no room to move so she pulled harder on the gurney, it rolled suddenly and went up over her foot causing bruising. She mentioned that she did not fill out hospital injury form."